Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The fse explained to the user that the unit has an internal tank also and that the unit would not alarm until the internal tank had reached the low helium pressure also. The fse went through the process of making sure the external and internal pressures were sufficient and showed no alarm, then released the pressure in the cart (external tank) and verified that the alarm did not sound. The fse then released the helium pressure in the internal tank also and verified that the low helium alarm did sound. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading low helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading low helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component codes, health effect ¿ impact codes), h10 corrected fields: h6 (health effect ¿ clinical code, investigation findings).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading low helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.